Event description:
During routine testing of the device at the service center, the service repair tech reported that the transducer failed and the pressure reading was not to spec. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.